Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
A facility reported that the fixation on the mayfield skull clamp (a1059) became loose while patient was fixed. The patient had skin/scalp damage from this accident as the fixation loosened up on its own. It is unknown if there was surgical delay.

Manufacturer narrative:
The mayfield skull clamp (a1059) was returned for evaluation: device history record (DHR) - the DHR was reviewed and no anomalies related to the reported failure was observed. Failure analysis - evaluation found that the skull clamp had play/movement in the lock and required replacement of worn parts in the index knob. This movement/play cannot have caused the patient to release himself under pressure. However, the clamp has not been serviced since it was sold; therefore, the index knob will be replaced along with the rolling elements and some small parts. The shutter will be readjusted and a function test must be carried out. Root cause -evaluation found that the skull clamp had play/movement in the lock and required replacement of worn parts in the index knob. This movement would not have caused a slippage/release of pressure. Probable root cause is improper or suboptimal placement of the skull clamp. No further investigation required based on the acceptability of risk and no adverse trends identified. This will be monitored and trended going forward.

Event description:
N/a.